Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One unused strand double armed outside its packaging was received for analysis. Product code sxmp2b409. During the visual inspection of the returned sample, the barbs were observed in the suture. In addition, ten barbs were measured in the strand, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and barbed suture was used. It was reported when using the suture, users have noticed a defect in the hook system along the suture. The significant reduction, or even total absence, of hooks significantly alters the product's characteristics and performance. As a result, it cannot fulfil its intended function as a knot-free suture. The problem is present in several different batches. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 4/11/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are there pictures of the reported failure available that could be forwarded for review? Additional information was requested, the following was obtained: please clarify if the additional devices received were used on this single procedure, if no, please clarify the complaint number that belongs: (2) product code: sxmd2b409, lot number: 101rtb, (1) product code: sxmd2b409, lot number: ca27nml. All the devices was used in the same procedure. I will send the steriles products for internal analyse. (2) product code: sxmd2b409, lot number: e228uh0, (2) product code: sxmd2b409, lot number: 101rtb, (1) product code: sxmd2b409, lot number: e403lfa, (1) product code: sxmd2b409, lot number: ca27nml. 1. Please clarify if the additional device belongs to this complaint? If so, what is the product code and lot number of the unknown returned product? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number. The complain number: (B)(4) is for: sxmd2b409; lot number: e228uhn and e228uho and e403lfa (attached form). It¿s the same malfunctions for all the products you have. For the same complain number. The following information was reported: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, other information: unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.